Event description:
It was reported that a revision was needed to replace an anthem proximal humerus plate that was broken 2 weeks post operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows that the plate had fractured through the center of the superior polyaxial calcar hole and the center of the monoaxial calcar hole. No determinations could be made as to the cause of the reported issue.